Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the navigation system. It was reported that the axiem emitter was not emitting. There was no sound from it and no green line on the screen. The emitter was replaced. A full system checkout was preformed after the part replacement and the failure was resolved. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that the lights on the axiem box were on but the number on the back was not. It was not tracking. No patient was present.